Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation "2.4 mm" locking recon system right add-on condyle catalog #: 01-2692 lot #: ni, unknown screws catalog #: ni lot #: ni. Therapy date: unknown. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00464.

Event description:
It was reported a revision was performed due to a plate fracture. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was confirmed by review of the provided scans. Functional testing and inspections could not be performed due to the parts not being returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. The implants were in place for greater than three years, these are not intended as a permanent solution/implant and should be removed once normal healing occurs. The scans showed the plate fracture, but having had the implants in for three years represents an off-label use. The instructions for use (IFU) for this product has the following information in the section titled possible adverse effects and complications: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union, which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant. Metal sensitivity, or allergic reaction to a foreign body. In addition, the IFU has the following information in the section titled warnings: mandibular reconstruction devices aid the surgeon(s) in the alignment and stabilization of mandibular bone for fixation of fractures, osteotomies and reconstructive procedure. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established. The size and shape of bones and soft tissue place limitations on the size and strength of the implants. Surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level and adherence to load bearing instructions have an effect on the service life of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Investigation results concluded that the reported event was due to the user not following the IFU. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00464-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00464-1.